Event description:
It was reported that approximately 30 minutes following the implant of a transcatheter aortic valve, an st elevation was observed. Angiography revealed 90% stenosis of the left main coronary artery. Subsequently, the artery was dilated, 2 stents were placed, and the artery was dilated again. Vasopressors were administered, however the patient went into cardiac arrest. Chest compressions were performed and temporary pacing was administered, however the patient ultimately died. A procedural delay of 2 hours occurred as a result. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.